Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2/6/06 were not provided. (B)(6) 2006: university of rochester medical center. Renyu zhang, md; luke o. Schoeniger, md. Operative report. Preop diagnosis: umbilical hernia. Postop diagnosis: umbilical and epigastric hernia. Operative procedure: laparoscopic ventral hernia repair with mesh prosthesis. Anesthesia: general plus endotracheal. Indications: the patient is a 34 year old with symptomatic umbilical hernia on physical exam. Informed consent for this procedure was obtained. Description of procedure: ¿following general anesthesia in supine position using intravenous antibiotic prophylaxis and iloban drape, veress needle was inserted into the patient's abdomen, and following pneumoperitoneum, a nonbladed trocar was inserted. Diagnostic laparoscopy was normal except for a very complicated anterior abdominal wall. Patient had scarification both of his urachal ligament as well as the falciform. Palpation of this area suggested the possibility both of umbilical hernia as well as an epigastric hernia. There may have been a component of diastasis recti too as the superior fascia was substantially attenuated. Under direct vision two lateral 5-mm ports were placed. Using electrocautery, sharp dissection under direct vision, the large fatty urachal remnant was transected to the level of the umbilicus and peeled down away from the anterior abdominal wall. Similar procedure was done for the falciform. This afforded us an opportunity to carefully examine the fascia, and we determined there were in fact two separate defects, both the umbilical and epigastric. This constituted a ventral hernia. Fascial defects were marked on the loban. A strict 5-cm margin was drawn around these. Essentially a 12 x 15 cm oval of gore-tex was cut out. Four-quadrant sutures of 2-0 tevdek were placed, and the patch was placed in the peritoneal cavity and deployed under laparoscopic vision to previously assigned suture sites. The c02 pressure was released at 10 mmhg. And the mesh was parachuted up into place and the sutures were tied down under direct vision. The spiral titanium tacker was then used under direct vision to tack the circumference of the mesh at approximately 1 cm intervals. Three tacks were placed in the mid portion of the mesh to reduce dead space. Gore-tex dualmesh was used. Highly satisfactory repair was achieved. Trocars were withdrawn under direct vision. The right upper quadrant port site was not closed as it was seen to be nicely obliterated using the z-track technique. Following irrigation skin was closed with 4-0 monocryl and dermabond. Dr. Schoeniger was present for the entire procedure. Counts were reported as correct. Blood loss was negligible. Patient tolerated the procedure well.¿ product identification records for the alleged ¿gore-tex dualmesh¿ were not provided. [Missing records: records for alleged injuries; mesh repair, mesh failure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) imaging. [Provider ni]. Radiology-abdominal ultrasound. History: abdominal pain. Umbilical hernia repair 2 years ago and now having recurrent symptoms. Suspect recurrent hernia. Impression: suspect defect in abdominal wall musculature with herniation of probable mesenteric fat. No bowel was seen within this area. There was no change in appearance on valsalva. (B)(6) 2008: (B)(6) general hospital. (B)(6), md. Operative report. Procedure: repair of ventral hernia with mesh. Assistant: (B)(6), pa student. Anesthesia: general, dr. (B)(6). Preoperative diagnosis: symptomatic ventral hernia. Postoperative diagnosis: symptomatic ventral hernia. Indications: this patient presents with an enlarging symptomatic ventral hernia. Apparently had undergone previous hernia care by dr. (B)(6) at (B)(6) hospital last year and presents now with a mass above the umbilicus. Findings at surgery: there was a 3-cm ventral hernia just superior and to the umbilicus to the right of midline. There was evidence of a previously placed mesh to the right of this defect in the properitoneal space. The hernia contained sac as well as properitoneal fat. Procedure: ¿with the patient under general anesthesia, the abdomen was prepped and draped in usual sterile fashion. The skin and underlying tissues were anesthetized with total of 20 ml of 0.5% marcaine with epinephrine. A 4-cm transverse incision was made over the hernia defect and the contents of the hernia dissected from the surrounding tissues down to the hernia orifice and the fascia. The linea alba was incised superiorly and inferiorly and the contents of the hernia reduced. A huge properitoneal pocket was then created. A 6 x 6-cm piece of marlex mesh was placed deep to abdominal fascia and the edge of the defect secured to the mesh in 8 quadrants using interrupted #1 vicryl. The mesh was soaked in ancef first. The skin was closed using 2-0 monocryl for the deep layers and clips for the skin. The patient was then returned to recovery in stable condition, for an estimated blood loss of 10 ml.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. Previous patient code (3191: appropriate term/code not available used for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Medical records: ¿ the known medical records span february 6, 2006 through november 7, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ (B)(6) 2006: umbilical and epigastric hernia ¿ (B)(6) 2008: abdominal pain, defect in abdominal wall musculature with herniation of probable mesenteric fat ¿ (B)(6) 2008: symptomatic ventral hernia ¿ smoking ? (B)(6) 2018: former smoker; 1pack a day for 10 years/quit in 1990 ¿ obesity: ? (B)(6) 2018: 203 lbs., bmi 31.79 surgical procedures: ¿ (B)(6) 2006: laparoscopic ventral hernia repair with mesh prosthesis. ¿ (B)(6) 2008: repair of ventral hernia with mesh. Implant preoperative complaints: ¿ (B)(6) 2006: indications: ¿the patient is a 34 year old with symptomatic umbilical hernia on physical exam. Informed consent for this procedure was obtained.¿ implant procedure: laparoscopic ventral hernia repair with mesh prosthesis. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/03865096, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2006 ¿ description of hernia being treated: ¿diagnostic laparoscopy was normal except for a very complicated anterior abdominal wall. Patient had scarification both of his urachal ligament as well as the falciform. Palpation of this area suggested the possibility both of umbilical hernia as well as an epigastric hernia. There may have been a component of diastasis recti too as the superior fascia was substantially attenuated. Under direct vision two lateral 5-mm ports were placed. Using electrocautery, sharp dissection under direct vision, the large fatty urachal remnant was transected to the level of the umbilicus and peeled down away from the anterior abdominal wall. Similar procedure was done for the falciform. This afforded us an opportunity to carefully examine the fascia, and we determined there were in fact two separate defects, both the umbilical and epigastric. This constituted a ventral hernia. Fascial defects were marked on the ioban.¿ ¿ implant size and fixation: ¿a strict 5-cm margin was drawn around these. Essentially a 12 x 15 cm oval of gore-tex was cut out. Four-quadrant sutures of 2-0 tevdek were placed, and the patch was placed in the peritoneal cavity and deployed under laparoscopic vision to previously assigned suture sites. The c02 pressure was released at 10 mmhg. And the mesh was parachuted up into place and the sutures were tied down under direct vision. The spiral titanium tacker was then used under direct vision to tack the circumference of the mesh at approximately 1 cm intervals. Three tacks were placed in the mid portion of the mesh to reduce dead space. Gore-tex dualmesh was used . Highly satisfactory repair was achieved. Trocars were withdrawn under direct vision. The right upper quadrant port site was not closed as it was seen to be nicely obliterated using the z-track technique. Following irrigation skin was closed with 4-0 monocryl and dermabond.¿ relevant medical information: ¿ (B)(6) 2008: abdominal ultrasound. ¿history: abdominal pain. Umbilical hernia repair 2 years ago and now having recurrent symptoms. Suspect recurrent hernia. Impression: suspect defect in abdominal wall musculature with herniation of probable mesenteric fat. No bowel was seen within this area. There was no change in appearance on valsalva.¿ ¿ (B)(6) 2008: repair of ventral hernia with mesh. Implant: bard mesh. ? Indications: ¿this patient presents with an enlarging symptomatic ventral hernia. Apparently had undergone previous hernia care last year and presents now with a mass above the umbilicus .¿ ? Findings: ¿there was a 3-cm ventral hernia just superior and to the umbilicus to the right of midline. There was evidence of a previously placed mesh to the right of this defect in the properitoneal space. The hernia contained sac as well as properitoneal fat.¿ ? Procedure: ¿a 4-cm transverse incision was made over the hernia defect and the contents of the hernia dissected from the surrounding tissues down to the hernia orifice and the fascia. The linea alba was incised superiorly and inferiorly and the contents of the hernia reduced. A huge properitoneal pocket was then created. A 6 x 6-cm piece of marlex mesh was placed deep to abdominal fascia and the edge of the defect secured to the mesh in 8 quadrants using interrupted #1 vicryl. The mesh was soaked in ancef first. The skin was closed using 2-0 monocryl for the deep layers and clips for the skin.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03865096. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008 an additional procedure occurred. It was reported the patient alleges the following injuries: mesh repair, mesh failure, additional surgery ((B)(6) 2008 surgery). Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) memorial hospital. Implant record. Mesh, dual plus 15cm*19cm. Manufacturer: wg&001. Catalog #: 1dlmcp04. Lot #: 03865096. Site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03865096) was implanted during the procedure. On (B)(6) 2008: (B)(6) general hospital. Implant sticker. Bard mesh. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.